Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump reset to the factory default settings after every battery change. The alarm history showed unexpected restart alarms and external ram error alarms; 2 times in the last 30 days. Nothing further reported.

Manufacturer narrative:
No unexpected alarms were noted during testing and the insulin pump passed the self test and the reset error test. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads and stained end cap sticker.